Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic) that stem from premature ventricular contractions (pvc) t-wave oversensing (twos) was also noted on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.